Event description:
After dissecting the superior pulmonary vein away from the surrounding structures, control of the vein was obtained and the vessel was ligated and divided with a single firing of the white loaded, ecr45w echelon 45 stapler. Despite firing the stapler, there was a marked amount of bleeding from the proximal stapled end of the vein which was controlled by several clips. Approximately 200ml of blood was lost at the site using the stapler in the correct fashion as noted by the operating surgeon.manufacturer response for stapler, surgical, echelon flex 45:the vendor representative was notified of the device event. The device was sent to the manufacturer from our materials management department.